Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090604/7090493.

Event description:
It was reported that the patient had an infection at the ipg site. No device malfunction suspected. The physician believed that it was not device nor procedure related and the cause of the infection was unknown. The patient underwent an explant procedure and was reportedly doing well. The explanted devices were retained by the medical facility and will not be returned.